Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of capture anomaly and lead dislodgement could not be confirmed. Helix could not be extended as it was clogged with dry body fluid. After cleaning, helix could be extended and retracted normally. The lead passed the electrical test. Suture sleeve tie down mark and outer insulation was cut at 11.8cm from connector pin, damage was consistent at time of explant.

Event description:
It was reported that the atrial lead dislodged and loss of capture was observed. The lead was explanted and replaced.